Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for display anomaly was performed. Customer advised the display was white and the issue remained unresolved. The insulin pump will not be returned for analysis.